Event description:
It was reported that during an unknown procedure, every second clip did not close. No further information is available. No patient consequences reported. Procedure completed with same like product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident; the device was cycled and a clip with gap was fed. In addition, the device locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reach as to what may have caused the incidents reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.